Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer loaded a new cartridge with more than 300 units of insulin. When the customer loaded the cartridge and delivered a 17.9 unit bolus, the fill estimate on the pump was 130 units and remained static. The customer did not want to reload the same cartridge at the time of the report. Tandem technical support (cts) advised the customer not to overfill cartridge with more than 300 units of insulin; customer acknowledged. Upon follow up, the customer confirmed that once the insulin in the cartridge was below 130 units, the fill estimate decreased as expected and was correct. Additionally, it was reported that the pump time was about 10 minutes off. The customer believed the time issue was due to the pump time not having been set correctly when the pump was first set up. The customer successfully corrected time on the pump. At the time of the report, the customer's blood glucose level was 281 mg/dl.